Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury is most likely use related since an additional stitch was added to the groin and bleeding was resolved. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support developed bleeding in the groin. A stitch was added to the groin and bleeding was resolved